Manufacturer narrative:
Upon review, the unknown IV administration set cannot be located becasue there is no information provided with this device. This MDR will be reopened and updated in the event the product or additional information becomes available. [Reference: complaint # (B)(4)]

Event description:
On 05/08/2024, infutronix received a report that an IV set had bonding issue discovered during infusion but the component is not specified. Tubing (0.2 micron set) was separated from the pump right where it entered the pump on the intake side patient stated tubing disconnected from the pump right at the pump connection and that he just pushed it back in. There was no leaking per patient. Patient was not harmed.